Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-03863. It was reported that when the patient presented in the clinic for routine follow up, infection was observed. The physician explanted the device and the right ventricular lead. The patient was stable post procedure.